Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Cuts in the insulation were noted 175-177 mm from the terminal pin resulting in blood infiltration. Resistance testing] found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. High out-of-range pace impedances were observed upon placing the lead. Upon making the decision to implant an alternate lead the physician encountered removal difficulty. The lead was ultimately extracted and procedure completed with the implant of an alternate lead. No adverse patient effects were reported.